Event description:
Customer reports receiving erratic readings when testing their daughter's glucose. In blood glucose tests, customer received readings of 64 mg/dl, 234 mg/dl, 168 mg/dl, and 28 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reports that their daughter began to look and feel abnormal, insulin intake was stopped, and juice and candy were administered in order to stabilize blood glucose. There was no report of death or serious injury associated with this event.